Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during a gastric duodenal stricture procedure performed on (B)(6) 2024. During the procedure, the balloon was able to be inflated to 12 mm and then 13.5 mm but on attempting to go to 15 mm the balloon burst. It was reported that no piece of the balloon detached inside the patient. The procedure was completed successfully with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.